Event description:
Procedure type: thoracic. According to the reporter: on the third utilization of the device, the sulu came loose and fell into the thoracic cavity. The trocar orifice was increased to 5cm instead of 1.5cm to retrieve the sulu.

Manufacturer narrative:
(B)(4).